Event description:
During an esophagus cancer resection procedure, some of the staples were malformed. Used another like device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.